Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation could not confirm the reported issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that there is no image on the video system center and after replacing the image processor, the problem was resolved. The issue was found during reprocessing. The diagnostic procedure was completed by using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, as well as correction to e1, e2, e3 and g2. The information included in e1, e2, e3, and g2 was inadvertently omitted from the initial medwatch report. New information added to the following fields:h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.